Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer stated they had to change out their reservoir three times before the no delivery alarms stopped. Customer's blood glucose was 150 mg/dl. It was found the no delivery alarms was resolved by a reservoir change. Troubleshooting did not occur as the alarm was resolved by changing out the reservoir. The customer also declined to return their products for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).